Event description:
It was reported that the fiber tip fractured after two minutes of use. The laser was placed in stand by and inspected, and the tip was intact and discarded. The procedure was completed with another fiber without patient complications.